Event description:
It was reported by service report that the footend lift was rising on its own. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: stuck hi/low button on right siderail.